Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopy, the patient had retained a radiopaque stripe of the surgical pencil scratch pad. It was decided that the foreign body would be removed during another scheduled surgery.